Event description:
It was reported that a revision was performed due to a fracture plate.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices confirms that the plate is fractured into two pieces. Both pieces were returned, 12 screws were also returned. One of the screws showed significant damage to the threads. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed parts. An analysis performed by our lab concluded that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which lead to an overload fracture. No material deviations in the plate were found during this investigation. It was also noted that the threads on one of the locking screws was damaged. This was possibly due to interference with the hip prosthesis, as noted on the x-ray. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will not be issued for these devices.